Event description:
It was reported that lead dislodgement was observed. The lead was repositioned. However, a 2nd dislodgement occurred and the lead was explanted. During explant a foreign material was observed on the helix housing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that the steroid plug was displaced inside the helix. It is not possible to determine when the plug was displaced. Further analysis was normal. No other anomaly was found.